Event description:
It was reported that the patient connector on a uv flash transfer set would not connect well to a titanium adapter when the transfer set was changed. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.

Manufacturer narrative:
(B)(4). The device is reported to be available but has not been received at this time. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should the device be received or additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and evaluated by the baxter product analysis laboratory. Visual inspection, leak testing, clear passage test, and clamp function tests were performed with no issues noted. Functionally hand tightened a lab titanium adapter to the set with difficulty noted, which verified the reported problem. Evaluation determined the inside diameter of the patient connector of the returned transfer set sample was out of specification. The reported condition is confirmed. Improvements were made to the mold and molding department procedures. A follow up report will be filed if any additional relevant information becomes available.